Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extracorporeal circulation procedure, the fusion oxygenator experienced severe intraoperative bleeding, which resulted in significant blood leakage from the oxygenator. This disruption affected the normal progression of the surgical procedure. The device was replaced to complete the procedure. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the customer immediately replaced the oxygenator after discovering that the bleeding could not be stopped. No blood transfusion was required. The device itself leaked blood. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:it was reported that during an extracorporeal circulation procedure, the fusion cardiotomy venous reservoir (cvr) experienced severe intraoperative bleeding, which resulted in significant blood leakage from the cvr. This disruption affected the normal progression of the surgical procedure. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer immediately replaced the cvr after discovering that the bleeding could not be stopped. No blood transfusion was required. The device itself leaked blood. Correction d1 brand name correction d4 model # catalog # correction additional img (annex g) component additional review of the event showed that the device was a fusion cvr, based on complaint history and risk analysis, the chance of a leak from a cvr resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.